Event description:
It was reported that one of the universal modular electric/battery double trigger handpiece trigger (small screw) fall off during the surgery but with no impact with the patient. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.